Event description:
(B)(4). Cramping, severe pelvic pain all the time horrible bleeding, painful ovulation, night sweats hot flashes, loss of libido painful intercourse on right side bleeding after intercourse sexual disfunction due to the horrible pain urgent frequent urination all over body ache pains severe pain in right side of back hip and leg chronic pelvic pain bloating bowel issues nerve pain depression numbness in right thigh high blood pressure vitamin d deficiency swelling in legs and feet muscle spasms.